Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.5 diopter, in the patient's right eye (od) on (B)(6) 2017. On the same surgery, the lens was exchanged. As of the day of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was exchanged for a larger size and same diopter lens due to lens tear/break during injection/delivery into the eye. The problem was resolved. Lens was returned dry, in small vial. Visual inspection found missing piece of haptic, clear and brown surgical residue on the lens surface. (B)(4).